Event description:
Reportedly, during the interrogation of an alizea pacemaker in bluetooth, the programmer screen froze and the session closed abruptly.

Manufacturer narrative:
Upon reception, the returned programmer was tested and the reported behavior was not reproduced, as normal functioning was observed. Analysis of available expertise data confirmed a crash of the programmer module occurred on (B)(6) 2024 a 17:26. The observed issue resulted from an unexpected software exception, which was not managed and led to the observed crash of the module. It should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, during the interrogation of an alizea pacemaker in bluetooth, the programmer screen froze and the session closed abruptly.